Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant/ migration of essure device location of device: bladder"), device breakage ("fracturing of the implant"), tonsillectomy ("tonsils removed"), polyarthritis ("increased inflammation throughout body/ inflammation joints"), thyroidectomy ("thyroid removal") and neoplasm malignant ("cancer") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, fibromyalgia, insulin resistant diabetes, morbid obesity, chest pain, burning sensation, nabothian cyst, bladder prolapse, dysfunctional uterine bleeding, fibroids, aneurysm, endocervical polyp, chronic cervicitis, endocervical hyperplasia, paratubal cyst and luteal cyst of ovary. Concomitant products included liraglutide (victoza). In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced cystitis ("bladder infections"), vaginal infection ("vaginal infections"), urinary tract infection ("uti"), rash macular ("red blotches mostly on my back but also neck and arms"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety"), tooth disorder ("dental problems"), constipation ("constipation") and abdominal distension ("constantly bloated"). In 2013, the patient experienced pelvic pain ("pain") and polyarthritis (seriousness criterion medically significant). In 2014, the patient experienced tachycardia ("tachycardia"). On (B)(6) 2017, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), stress ("stress"), tonsillectomy (seriousness criterion medically significant), thyroidectomy (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), back pain ("back pain"), bladder pain ("bladder pressure") and skin disorder ("complection"). The patient was treated with gabapentin, antibiotics, bupropion (wellbutrin), fioricet w/codeine, topiramate (topamax), cyanocobalamin (vitamin b12), colecalciferol (vitamin d), levothyroxine sodium (synthroid), surgery (total abdominal hysterectomy and bilateral salpingectomy and oophorectomy.), surgery (total abdominal hysterectomy and bilateral salpingectomy and oophorectomy.) And surgery (total abdominal hysterectomy and bilateral salpingectomy and oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, device breakage, stress, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, tonsillectomy, thyroidectomy, cystitis, neoplasm malignant, vaginal infection, urinary tract infection, rash macular, bladder disorder, urinary tract disorder, migraine, headache, tachycardia, tooth disorder, dysmenorrhoea, constipation, abdominal distension and alopecia outcome was unknown, the polyarthritis and skin disorder was resolving and the dyspareunia, weight increased, back pain and bladder pain had resolved. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, bladder pain, constipation, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, neoplasm malignant, pelvic pain, perforation, polyarthritis, rash macular, skin disorder, stress, tachycardia, thyroidectomy, tonsillectomy, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: stress, menorrhagia, dysmenorrhea, pelvic pain, migraine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infections, vaginal infections, uti, red blotches mostly on my back but also neck and arms, bladder problem, urinary problems, migraines, headaches, tachycardia, dental problems, dysmenorrhea (cramping), thyroid removal, tonsils removed, dyspareunia (painful sexual intercourse), cancer, fatigue, weight gain, constipation, constantly bloated, hair loss, inflammation joints, back pain, bladder pressure, complection, she did not undergo confirmation test were added. Model number changed from ess205 to ess305. New reporter, patient information, concomitant conditions and medication were added. Historical and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), stress ("stress"), anxiety ("anxiety") and pelvic pain ("pain"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, perforation, stress, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, device breakage, device dislocation, pelvic pain, perforation and stress to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.